Manufacturer narrative:
Additional information: no resistance was experienced during withdrawal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one photographic image was provided for review. The photograph was of the hawkone distal assembly contained within a plastic bag. The photograph showed the detachment of the distal tip at the hinge pin. The drive shaft was attached to the torque shaft in the photo and was connecting the distal housing to the catheter. The cutter was located in the cutter window. The guidewire lumen was noted in the photograph and no damage was noted. Biological debris was noted throughout the distal housing. The photograph provided was consistent with the returned device. Product analysis: the device was received within a closed plastic biohazard bag for evaluation. No ancillary device was received. The hawkone device was removed from the return packaging. The cutter driver was returned attached to the hawkone device. An approximate 90-degree bend was noted in the torque shaft beneath the strain relief. Biological debris was noted within the distal assembly. The distal assembly was separated from the torque shaft at the hinge pin. The drive shaft remained intact, and the distal assembly remained attached to the catheter via the cutter which remained inside the cutter window and was unable to be removed. The cutter was advanced approximately 2.5cm distal to the hinge weld. Microscopic inspection revealed no anomalies to the cutter or the cutter window. Inspection of the hinge pins revealed that one of the hinge pins was damaged and deformed. The pin was pointing proximally. The proximal collar of the housing exhibited a flaring indicating that the tip assembly had been bent beyond the tilt limits of the hinge assembly. A tear was noted perpendicular to the hinge indicating that the housing pin was forced tensionally. No damage was noted to the additional hinge pin weld. Evaluation revealed both pins were present. Inspection of the nosecone and the guidewire lumen revealed no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a hawk one atherectomy with a 6fr sheath. IFU was followed during preparation, procedure and post procedure. The vessel was post dilated. It was reported that the nose cone detached during removal of sheath. The nose cone stayed on wire. The procedure was terminated after device was removed. There was no patient injury reported.